Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at ipg site. As a result, surgical intervention was undertaken wherein the ipg pocket was relocated and the ipg was electively explanted and replaced.